Manufacturer narrative:
(B)(4)

Event description:
It was reported that the patient expired. The patient presented to the ER on (B)(6) 2016 after becoming syncopal. Upon device integration, a vt episode that correlated with the syncopal episode was noted. No therapy was delivered as the rate fell into the monitor zone. The physician reviewed the episode and elected to make no changes. Two hours later the patient had arrested and expired. The device recorded the same type of arrhythmia falling into the monitor zone. There was one vf episode that did result in a shock but the majority of the episodes fell into the monitor zone. No electrical anomalies were reported.